Manufacturer narrative:
H3: medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, this 980 ventilator shut off and generated a power fail alarm. Additionally the orange warning lights would not turn off. The patient was removed from the ventilator and placed on an alternate ventilator with no injury reported.

Manufacturer narrative:
Section h6 evaluation code method - additional code added result - remove c20 and add c13 component - remove g07003 and add g07001 additional information received regarding customer evaluation: customer confirms that there was a power fail alarm and also an orange warning lights will not turn off. Customer has run both est (extended self test), sst (short self test) successfully. Power cycled the ventilator and the orange warning lights are still on. No errors or alarms in the logs. Following discussion sp advised the customer to have an sp (service personnel) visit. As customer did not request a sp visit, a follow-up call was made to the customer, during which it was confirmed that customer engineer had performed the repair, by reseating the exhalation valve flow sensor (evq) and the ventilator then passed est and sst. The cause of the event could not be determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.